Manufacturer narrative:
Further investigation suggested that the root cause was attributed to human factors/pre-analytical error as the original sample may have had an issue with hemolysis.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable result for ise indirect k for gen.2 on one patient sample. The initial potassium result was 7.7 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer with a result of 7.7 mmol/l. The repeat result was reported outside of the laboratory as there was no data flag present, but the result was questioned by a nurse. The original sample was pulled and potassium testing was repeated on another cobas 6000 c (501) module. The result obtained was 4.4 mmol/l. The original sample was then repeated on the initial analyzer and a potassium result of 4.4 mmol/l was obtained. A corrected report with the result of 4.4 mmol/l was generated. There was no adverse event. The potassium electrode lot number was g-95 with an expiration date of 30-nov-2014. The field engineering specialist discovered a kinked potassium chloride line. He adjusted the line. He ran a precision check for potassium which passed.

Manufacturer narrative:
Following further investigation and conversation with the customer, it was stated by the customer that the original sample may have had an issue with hemolysis but the degree of hemolysis was unknown. For the sample that resulted in a potassium result of 4.4 mmol/l, the sample was actually from a re-draw, not a repeat of the original sample as initially reported. The initial and re-draw sample sodium and chloride results have been requested but not provided.